Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch:null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "major aseptic revision following total knee replacement" written by nicholas b. Jorgensen, mbbs, bsc, michael mcauliffe, fracs, mbbs, thomas orschulok, mbbs, bpthy(hons), michelle f. Lorimer, bsc(hons), and richard de steiger, mbbs, dipbiom, fracs, faortha published by the journal of bone and joint surgery, incorporated 2019;101:302-10 was reviewed. The article's purpose: "the aim of this study was to identify the risk factors associated with the long-term rate of mar of primary tkr. A better understanding of these factors should reduce the future burden of major revision procedures." Data was compiled from 478,081 primary total knee replacements resulting in 5,973 revisions. Primary tkrs performed in australia between september 1, 1999 to december 31, 2015. The products were depuy and non-depuy and the article does not provide specific information on revision reasons or which products were associated for each reason. The article does not provide adequate information to determine accurate quantities. Cement manufacturer is unknown and patellar resurfacing is not discussed. Depuy products: sigma primary knee system or lcs complete knee system. Reasons for revision: loosening/lysis (component nor interface identified), instability, pain, malalignment (no further information provided).